Event description:
The doctor reported separating a file in a pt's tooth. The doctor elected to complete the procedure by filling around the file. The pt has returned twice for follow-up evaluation without sequela.